Event description:
This rv lead was implanted on (B)(6) 1993. And a product experience report was received, stating that this lead was capped and abandoned on (B)(6) 2018, due to infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).